Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The mayfield base unit was returned for evaluation. Complaint confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transitional member of the mayfield ultra base unit ( a2101) was stuck and the unit had a loose handle. This was observed during an internal service. There was no patient involvement, thus no delay in surgery.